Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v063921, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. The codes listed apply to the lead.

Event description:
Information was received from a manufacturer¿s representative via a health care professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported there was a fragmented lead issue during a revision. The hcp had difficulty removing the lead for replacement and there were unretrieved device fragments/all of the lead could not be removed. The surgeon called in a neurosurgeon for advice on removal, which he determined was not worth attempting. A full revision was successfully completed on the opposite side (B)(6) 2017. The reason for revision was at the time of the report. The hospital sent the lead to their own lab. No further complications were reported or are anticipated.